Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation) additional information: h3, h6 and h11. H11: three (3) actual samples were received for evaluation. A visual inspection was performed and a scuff or scratches were observed on the patient line and supply line next to the tack weld on all three samples. One sample was functionally tested, including leak and clear passage testing and no issues were observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to the grippers during the automation assembly. The scratches or scuffs noted on the tubing was considered a minor defect or cosmetic appearance and does not affect the functionality of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in june 2024, reported as "over the past week." A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice cassettes had a slit in the patient line. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.